Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was not responding. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the navigation ring was not responding at all during inspection. The pse replaced the front bezel to resolve the issue, and no other anomaly was observed.

Manufacturer narrative:
The bezel that was brought to the product investigation lab (pil) with the accusation of: the navigation ring was not responding. The navigation ring failure was verified during its attempted use on the pil hospital vent standard test bed. The pil tech performed a temporary install of the pca (p/n 1050393) portion of the navigation ring but verified that this did not fix the issue. The pil tech verified that the navigation ring issue was due to the portion of the navigation ring that is fitted into the bezel itself. The accept button did operate as expected.